Manufacturer narrative:
As of the date of this report, the harmonic ace instrument has not been returned for evaluation. Therefore, the root cause of the customer reported failure mode could not be determined. A follow up MDR will be submitted if additional information is received. Based on the information provided, this event is being reported due to the following conclusion: during a da vinci-assisted surgical procedure, it was alleged that the harmonic ace instrument tip broke off. The fragment was retrieved. However, unintended fragment(s) falling into the patient may require surgical intervention. At this time it is unknown what caused the breakage to occur.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the harmonic ace instrument tip broke off and was retrieved in the same procedure. A backup instrument was used to continue the case. The procedure was completed with no report of any patient harm, adverse outcome or injury, intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Additional information can be found in the following sections: g4, g7, h2, and h10. Intuitive surgical, inc. (Isi) received medwatch report number (B)(4) the following information: "the surgeon attempted to use the curved harmonic shears during a laparoscopic robotic case and the tip of the shears broke off while the surgeon was using device."

Manufacturer narrative:
Additional information can be found in the following sections: b5, d10, g4, g7, h2, h3, h10, and h11. 61- intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation confirmed and replicated the reported complaint. It was noted that the harmonic insert was found to have a broken blade. The broken piece was returned. Any advertent contact with staples, clips, or other instruments while the device was activated may have resulted in a crack or broken blade. The blade damage may be detected by the generator with a solid tone or an error. Scratches on the blade tip may also lead to premature blade failure. The root cause of this failure is fatigue failure due to mishandling/misuse. Based on the failure analysis results, the initial MDR report is being retracted as the damage to the instrument was found to be due to mishandling/misuse and not due to a malfunction of the instrument.

Event description:
Refer to h10/h11 for follow-up information.